Event description:
On 19-nov-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient allegedly developed a bad rash and v.a.c.® therapy was placed on hold. The patient has a follow-up appointment scheduled on (B)(6) 2021, and the physician will reassess the wound. On (B)(6) 2021, the following information was reported to kci by the wound care center office manager: the reported rash was a fungal infection localized under the v.a.c.® drape due to the patient leaving the v.a.c.® drape attached over night without active v.a.c.® therapy. The fungal infection was treated with antibiotics. No additional information was provided. A device history record review for the v.a.c.® granufoam¿ dressing lot number 9300889v009 and associated v.a.c.® drape was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
The v.a.c.® drape was not returned; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged fungal infection requiring medication is related to the v.a.c.® drape. The patient left the v.a.c.® drape attached over night without active v.a.c.® therapy longer than the manufacturer's recommendation. Therefore, this event is being reported due to potential use error. A device history record review of the v.a.c.® granufoam¿ dressing and associated v.a.c.® drape met specifications. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.